Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Weight: bmi 22.9. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor got stuck in sheath or was not present. There was no harm to the patient. Additional information was received on 21 sept 2022: the procedure performed for the patient prior using the closure device was a stenting of the carotid artery. The procedure sheath that was used was initially a 5fr, and then was exchanged for a 6fr 90cm sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The stick was done with ultrasound. Upon withdrawal, everything came out and the anchor was stuck in the sheath. Hemostasis was achieved by manual compression (mc). The patient was in stable condition. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).